Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll 08/02/2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, it was observed that the motor and encoder covers were damaged. Autopulse 1.1 is a reusable device and was manufactured prior to january 2010. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive data showed user advisory (ua)45 (not at "home" position after power-on/restart) error message from (B)(6) 2016. The date within the autopulse was incorrect, therefore the dates showing the ua 45 were not true to the time frame they actually occurred. The time clock has been reset. Based on the fact that the archive data showed ua 45, confirms the reported complaint. Functional test failed due to the ua 45 message displaying upon powering on the device. In summary, the reported complaint was confirmed during the archive data review and during functional testing. During the investigation it was found that the integrated encoder gearbox was defective. Therefore the root cause of the ua 45 was the defective encoder gearbox.

Event description:
It was reported that during device testing the autopulse platform (s/n (B)(4)) displayed user advisory 45 (not at "home" position after power-on/restart) error message. No patient involved during this event.